Manufacturer narrative:
Evaluation summary: no 27g. Probe was returned for the aspiration continuing after the foot pedal was not used. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a cutter continued aspiration independently after the foot pedal was not used. There was no patient injury or delay. Additional information has been requested but not received to date.